Event description:
Reportedly, when attempting to administer both defibrillator and subsequently pacing therapy to the pt, the device repeatedly prompted connect electrodes. Connection to the device and the pt were checked in unsuccessful attempts at correction.